Event description:
This is being reported as an adverse event under the FDA medwatch regulations. It was reported to nova biomedical that a consumer received higher than expected results throughout the morning and early afternoon which the consumer did not believe to be accurate. It is unk if the consumer administered any insulin or took any oral medications based on the readings. At 2:00 pm on (B)(6) 2009, the consumer drove herself to the hospital to have her blood tested. According to the consumer her blood glucose test from the hospital was 118 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer improperly stores their test strips, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.